Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to MFR report# 3005099803-2009-03895, for the other associated device info. It was reported to boston scientific corp that two combo cath wire-guided cytology brushes were used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6), 2009. According to the complainant, after advancing the device into the common bile duct, the physician ran into difficulty extending the brush. As a result, increased pressure was placed on the handle which caused it to break. After the handle broke, the brush could not be retracted back into the catheter. The device was removed and a second combo cath wire-guided cytology brush was used. However, this device failed under a similar set of circumstances. The procedure was aborted after the second device failure. Attempts to obtain add'l info have been unsuccessful. Should add'l relevant details become available, a supplement will be filed.

Manufacturer narrative:
(B)(4). The device has not been rec'd for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).